Event description:
It was reported that the patient had an infection with his second implant and it was removed days after implant. Follow-up was performed to determine more information pertaining to this historical event. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4).